Event description:
During slow controlled retraction of the microcatheter following treatment of a dural arteriovenous fistula, the microcatheter fractured. This was identified immediately on inspection of the removed microcatheter fragment and identification of the retained remnant microcatheter was made. The tip of the proximal catheter remnant was then placed into a safe distal location in the external carotid artery to prevent future sequelae.